Event description:
A spinous process fixation device was placed at the l4-l5 level after a decompression. No other fixation was used in the procedure. The patient reported hip and leg pain postoperatively and a revision surgery was performed. During the revision, it was noted that both spinous processes (l4 and l5) were weak and broken. The spinous processes along with the spinous process fixation device were removed and further decompression was performed.

Manufacturer narrative:
The information provided in this report is being provided to FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factual or correct.